Event description:
It was reported that the patient received five inappropriate shocks after the patient's shoulder was hit against a door, and that there was an apparent lead fracture. Later during lead revision, lead manipulation resulted in complete loss of capture. A few notches of insulation explant damage were visible, but no fracture was visible. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): proximal conductor fractured, all conductors were distorted, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.